Manufacturer narrative:
This report is being supplemented to provide additional information and results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause of the reported event could not be specified. However, it is likely that it could occur if an abnormality occurred in the internal components, such as the charge coupled device unit. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bronchovideoscope had a blurry image. The issue occurred during preparation for use on an unspecified procedure. There were no reports of patient harm associated with the event.